Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose level. Customer's blood glucose level was 494 mg/dl at the time of incident and customer's current blood glucose level was 424 mg/dl. The customer was treated with manual injection and insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn reservoir; unomedical infusion set.